Event description:
This is a report of a homechoice patient (hp) whose nurse reported peritonitis in a (B)(6) male patient coincident with peritoneal dialysis therapy. During a follow-up call, on (B)(6) 2010, the nurse provided the following information: on (B)(6) 2009, the patient was diagnosed with peritonitis after an effluent culture, obtained the same day, grew (B)(6). The patient was not hospitalized for the event. The nurse could not remember if the patient had cloudy effluent at the time of the diagnosis. On an unreported date in (B)(6) 2009, the patient was treated with intraperitoneal (unspecified) antibiotics (dose and frequency not reported). In (B)(6) 2009, the antibiotic regimen was completed. On (B)(6) 2009, a repeat effluent culture showed "no growth". On (B)(6) 2009, the event of peritonitis resolved.

Manufacturer narrative:
(B)(4) - #4 of 4(3 related complaints previously submitted (B)(6) 2010) a batch review was performed for potentially associated lot number h08l17093 with no deviations from standard procedure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress.